Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to bacteria; however, it was not specified where the bacteria originated from; therefore, this event will be assessed as cause unknown. On unknown date, the patient was hospitalized for the event. Treatment included unspecified anti-inflammation drugs. At the time of this report the patient was not recovered from this peritonitis event and the patient remained hospitalized. On an unreported date pd therapy was stopped during hospitalization. No additional information is available.